Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. In 2004 the pt had a multi-vessel procedure performed on the circumflex artery (cx), left anterior descending artery (lad), obtuse marginal artery (om) and the right coronary artery (rca). In the rca, a 3.0 x 15 mm maverick balloon was inflated twice for 15 seconds at 6 atms unsuccessful. The 3.0 x 24 mm taxus express2 drug eluting stent covered the pre-existing aneurysm; the balloon was inflated for 17 seconds at 16 atms. A 3.5 x 16 mm stormer balloon post-dilated the lesion three times for 13 seconds at 16 atms. Ivus was then used which showed the stent had fully covered the aneurysm. Medications given during the procedure were reopro, angiomax, verapamil, and tridil. On the following day the physician had determined (unknown measures) that the 3.0 x 24 mm taxus stent had embolized distally in the rca. He tried to retrieve the stent, but was unsuccessful. He used several maneuvers including trying to snare it, using three wires to try and "lasso" the stent, and ballooning beyond the stent to pull it out. The physician decided to embed stent into the vessel wall. A 2.0x15 mm maverick balloon was inflated for 30 seconds at 7 atms, a 3.0 x 15 mm maverick balloon was inflated for 15 seconds at 8 atms, and a 2.5 x 11 mm stormer balloon was inflated for 10 seconds at 10 atms. The stent was "crushed" up against the side of the arterial wall. Ivus showed the vessel to be open. In the next day the pt was discharged in fine condition. Pt was to be re-evaluated in three months. The aneurysm was going to be medically treated.